Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized for high blood glucose of 27 mmol/l. It was stated that the day before, the customer changed the infusion set and reservoir twice, and both cannulas look fine. It was stated that the insulin pump alarmed no delivery. It was stated that the customer started vomiting. The customer contacted the doctor and then went to the hospital. Troubleshooting was performed. The alarm history revealed a low reservoir and no delivery alarm. No further information was provided.